Event description:
Reporter alleged blood glucose measured 400, 116, and 291 mg/dl when all tests were performed 2-3 minutes apart. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.